Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained by the customer on initial and repeat testing when compared to the pt's clinical case. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant positive stat troponin assay results.